Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, therefore the failure mode could not be confirmed. DHR documentation was reviewed and no anomalies that could be associated with the complaint incident was observed. There was no service history for the device. The complaint was not confirmed. An investigation for cause was unable to be performed. UDI: (B)(4). Linked to mfg report no.: 3006697299-2019-00148.

Event description:
This is 1 of 2 reports. A distributor reported on behalf of the customer that two c2602 cusa excel 36khz straight handpieces stopped working. Before the procedure when the user checked both handpieces on their cusa console, they found that self-test did not pass and both the handpieces were giving a problem of fragmentation output. The distributor's engineer found that after completing wait period, when they pressed amplitude test, it did not pass and it gave a vibration alert. Later in the "urn" mode, if they pressed the orange vibration foot pedal, there was no output. They tried changing the tip and manifold tubing but there was no change. Additional information has been requested but no other clinical information provided.